Event description:
It was reported that the patient's blood glucose level reached 300 mg/dl. The pod was worn between 4 and 24 hours on the arm. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked. During investigation, the damage observed on the exposed portion of the soft cannula did not prevent the fluid from flowing through the fluid path and leaving via the distal tip of the soft cannula. The downloaded data did not show any timeouts or drive stalls during the pod's run that could indicate a failure of the pod to deliver insulin. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.